Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came to clinic with episodes of non sustained right ventricular oversensing. The egm reviews showed complete loss of both atrial and ventricular capture. The oversensing is caused by the loss of ventricular capture. The atrial lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
Correction: the previously reported section describe event or problem in the initial report was incorrect. The section included in this report is correct and should supersede the previously reported. Section report type previously had 'adverse event' checked and was incorrect. 'Adverse event' should not have been checked. Section - outcomes attributed to adverse previously had 'required intervention to prevent permanent impairment/damage (devices) ' checked and was incorrect. 'Required intervention to prevent permanent impairment/damage (devices)' should not have been checked. Section - type of reportable event was selected as 'serious injury' and should have been 'malfunction'.

Event description:
It was reported that the patient came to clinic with episodes of non sustained right ventricular oversensing. The egm reviews showed complete loss of both atrial and ventricular capture. The oversensing is caused by the loss of ventricular capture. The right ventricular lead was capped and replaced on 5/14/2018. No intervention was reported on the atrial lead. The patient was asymptomatic and stable before, during, and after the procedure.